Manufacturer narrative:
The affected device was checked by dräger service and the log file was provided for the investigation. During the device test no malfunction was found and the reported issue could not be reproduced. The log file confirms that the ventilation unit performed a reboot on (B)(6) 2019 at 7:58 pm. Immediately after the reboot the ventilation automatically continued with the last settings. However, based on the log entries no cause could be established. As no hardware or software malfunction was found, no root cause could be determined. Regardless, the device reacted as specified to an internal failure concerning the ventilator and initiated a restart to solve the issue. During a restart (lasts about 8 seconds) the emergency-breathing valve would open to ambient allowing for spontaneous breathing and an audible alarm is posted to inform the user. The ventilation continued after a single successful restart. As the device was tested without detecting any issue, it is likely that the restart solved the issue.

Event description:
It was reported that the device alarmed for high peep, high vt and then the screen turned off and turned back on. There was no patient injury reported.